Event description:
She was hospitalized with mild dka. Unable to complete troubleshooting due to cracks on the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.